Event description:
The patient (cva) sucked the external bolster into the stomach after two - three months usage. Patient had "deep breaths." The peg was placed in 2002 or 2003. Patient had surgery through the stoma to remove the device.